Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6)., 2025, the patient underwent an unknown surgery with locking screw. When the surgeon attempted to insert into the lateral locking of fns plate, he inserted the locking screw in question while pressing down on the device to prevent the plate from floating. However, excessive pressure caused the device to shift, and the locking screw in question was inserted in a direction different from the drilled hole. The locking screw in question became locked during insertion, so the surgeon used a hammer to firmly bite the tip of the driver before removing it. However, the next time the driver shaft and screw head became tightly stuck, so the surgeon used pliers and a hammer to remove the locking screw in question from the driver shaft. The part that had been bitten by the pliers became deformed, so a new screw was used to fix it, and the surgery was completed. Although the length of the new screw was 2 mm longer than the locking screw in question, the surgeon determined that it was the appropriate length even under intraoperative fluoroscopy, so the wound was closed as is. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.